Manufacturer narrative:
(B)(4). Event date is an unknown date (B)(6) 2016. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that the patient underwent manipulation under anesthesia, 6 months post knee implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Codes- methods: 4117-device not accessible for testing. 3331-analysis of production records. 4111-communication/interviews. Reported event was unable to be confirmed due to limited information received from the customer. Review of the x-rays indicates system appears radiographically normal on both views. Hardware intact without periprosthetic regions of abnormality. Bone is well mineralized. No fracture or dislocation. Soft tissues appear normal without swelling. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains the same: a definitive root cause cannot be determined.

Event description:
No further event information available at the time of this report.